Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump continued to have mainboard issues, including acu power strobe failure/acu watchdog failure. There were no patient involvement and harm.

Manufacturer narrative:
While performing a review of the file it was determined that a system issue required a new complaint record be created. Please disregard any reports associated with file mrn 3012307300-2026-00530. Please reference file mrn 3012307300-2026-03384 for all details pertinent to this event.